Event description:
The reporter stated that he had a blood glucose test result of 208 mg/dl at 7:00 a.m. After breakfast and taking his oral medications, he reported that at 10:30 a.m. He went to his dr's office. A comparison test resulted in his surestep meter reading 210 vs. 268 on dr's meter. His dr sent a blood sample to lab for a test. The reporter called back and stated that the lab test result was 200 mg/dl. A control solution test was done with an in-range result. The reporter had not had any symptoms, and no harm was alleged.